Event description:
The user's device was no longer activated on test strip insertion, therefore it could not be used. User injected herself with insulin and experienced hypoglycemia.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided.